Manufacturer narrative:
The failure for overheating was not confirmed by the repair technician and diagnostic engineer through functional evaluation. The device was disassembled. The components of the drill were conforming.

Event description:
It was reported that prior to a surgical procedure, during set up at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that prior to a surgical procedure, during set up at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.